Manufacturer narrative:
This report is submitted on october 27, 2021.

Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2021 under general anesthesia due to soft tissue complication and pain at the magnet site (specific date not reported).